Event description:
It was reported that the patients right ventricular (rv) lead had triggered a lead integrity alert (lia) with oversensing noise and increased sensing integrity counter (sic), which resulted in the patient receiving inappropriate therapies. A lead fracture is suspected. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.